Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (concentration 600 mcg/ml, dose 28.82 mcg/day), bupivacaine (concentration 25 mg/ml, dose 1.2 mg/ay). Unknown baclofen (concentration 1000 mcg/ml, 48 mcg/day) and dilaudid (concentration 15 mg/ml, dose 0.72 mg/day) via an implantable pump for non-malignant pain. The patient was asking if his pump could be set to flex mode because his personal therapy manager (ptm) which was set up by the doctor a couple of weeks prior to this event report date was "a royal pain in the ass". Patient confirmed it was because it was not working as well as he hoped, his doctor had been giving patient crazy doses and it was not working out at all, otherwise patient would just sit there watching the clock and hit the "stupid ptm 4 times per day". Patient was is in "bad shape right now" because his doctor put him on a real low dose at night - ".72 at night and .72 per day at night", and the bolus dose was .695 and "basically it¿s the same". His dose was changed a couple days ago. Patient mentioned it takes a couple hours in the morning to get used to the daily dose and it's "too much of a drastic..." (Pt did not finish his sentence). He then stated "up to a month ago...", but did not finish sentence. Patient mentioned he had been on the same dose for the past 7 years and it had become less and less effective but his doctor refused to go to a higher dose, also reported as ¿over a period of time; over this summer basically; I would say basically this whole year¿. The last time his doctor set up a patient activated dose, he had to get the manufacturers representative in "because I don't think he could do it". The patient was referred back to the health care professional to inquire about flex mode for the pump. No further complications were anticipated/reported.